Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor: the device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Software: the reported issue of scanning error was investigated, and it was determined that the reported configuration of oppo x 5 lite is not compatible with the customer's reported application software version 2.12.1.11.476. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an oppo x 5 lite 13 with android operating system version (B)(6). The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced a headache, dizziness, weakness, and was unable to self-treat. They required unspecified dose/type of insulin to be provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not properly seated, and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 1 (storage state). Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Sharp stuck was observed in the sensor plug assembly. Communication was attempted between returned sensor and known good reader. Reader was successfully communicated with the returned sensor. Scan timeout error message was not observed. Smu test was unable to perform due to sharp stuck inside the sensor plug assembly. An extended investigation was performed. Pqe was visually inspected sensor and observed sensor plug to be unseated with sharp through the sensor plug. It was unable to inspected sensor plug due to bent sharp. Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Pqe attempted to scan sensor with known good android phone using the same software version as customers. Communication was successful. Pqe was performed smu (source measurement unit) test, which was within specification. Poise voltage test was also within specification. The successful communication with evm, known good reader, and known good phone, showed the sensor successfully communicated. The presence of event log 5 (insertion failure) is also an indication that the sensor was communicated successfully as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an oppo x 5 lite 13 with android operating system version 2.12.1.11.476. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced a headache, dizziness, weakness, and was unable to self-treat. They required unspecified dose/type of insulin to be provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.